Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 1073 (mg/dl). Customer was treated with an insulin drip and released on (B)(6) 2015. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss alternate infusion sets with health care provider.